Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. The underinfusion was described as, ¿device is running slow¿. The device contained doxorubicin, etoposide, vincristine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6, and h10: h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and residual fluid inside the device bladder was observed which suggests an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.